Manufacturer narrative:
The device has not been received for evaluation. Should new information be received, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced high bg levels (500mg/dl) potentially due to multiple occlusion alarms.